Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, tilt within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, tilt within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety, shortness of breath, swollen leg and multiple types of pain described as lower back pain, abdominal pain and pain in left leg. The indication for the filter implant was history of recurrent deep vein thrombosis even though fully anticoagulated while on coumadin. The patient had recent back surgery and was also noted to have swelling of the left femoral vein. The filter was implanted via the right common femoral vein and deployed at a site marked at about 3cm below the level of the renal veins. The patient tolerated the procedure well with no reported complications. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Blood clots, clotting, and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, shortness of breath, swollen leg and pain in the lower, abdomen and left leg do not represent a device malfunction and may be related to underlying patient specific issues and/or pre-existing conditions. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis while on an anticoagulant, recent back surgery and swelling of the femoral vein on the left side. The patient tolerated the index procedure well. According to the patient profile form (ppf) the patient experienced stress, anxiety, shortness of breath, swollen leg and multiple types of pain described as lower back pain, abdominal pain and pain in left leg. Additional information is pending and will be submitted within 30 days of receipt.